Event description:
It was reported to philips that when a patient being monitored by telemetry went into ventricular fibrillation, the central station monitor did not alarm.

Manufacturer narrative:
A philips field service engineer tested the device post incident and found it to be performing to specifications. The device's wave review printout indicated a v-fib episode at the time of the event. However, the user had set the device so that it would not alarm under these conditions. A review of the device logs indicated that a user had indefinitely suspended all alarms three days prior to the event. Furthermore, a user had also turned off arrhythmia alarms (e.g., the ***vf alarm) prior to the event. "The suspend/pause and unsuspend/resume buttons on the patient window allow you to turn all alarm sounds off/on for telemetry monitored patients. When you suspend the alarm sound, a bell with an x out appears in the patient sector and patient window next to all numerics indicating that all alarm sounds are off for this patient. You also get the message 'alarms suspended' or 'alarms paused.' The device remains in use at the customer site.